Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed the patient received inappropriate antitachycardia pacing and high voltage therapy due to the far field morphology incorrectly classifying supraventricular tachycardia as ventricular tachycardia. The patient was asymptomatic. Programming changes were recommended. The patient will continue to be monitored. No complications were reported.